Manufacturer narrative:
An event for the malposition of device and the patient effects of angina, heart block, and atrial fibrillation were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, a cause for the reported angina, heart block, and atrial fibrillation could not be determined. The reported malposition of device was related to the depth implanted of the valve (1.7mm for the ncc). The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that on (B)(6) 2024, the patient presented to the emergency department with chest pain that radiated up to the patient's neck and jaw. The decision was made to administered the patient 3 doses of nitroglycerin and aspirin. The patient was admitted for further testing. A transthoracic echocardiogram was performed and found to be normal and unlikely related to acute coronary syndrome. The patient was discharged with a cardiac event monitor at the time of report. No additional information was provided.

Manufacturer narrative:
An event for the malposition of device and the patient effects of heart block and atrial fibrillation were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the reported heart block and atrial fibrillation could not be determined. The reported malposition of device was related to the depth implanted of the valve (1.7mm for the ncc). The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, a pacing was provided for valve stabilization and the valve was successfully implanted at a depth of 1.7mm. Post procedure, patient had moment of atrial fibrillation (afib) with incomplete left bundle branch block. Amiodarone (amio) was administrated and a cardiac event monitor was placed. The follow up electrocardiogram (EKG) showed normal sinus rhythm. The patient was reported stable.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, a pacing was provided for valve stabilization and the valve was successfully implanted. Post procedure, patient had moment of atrial fibrillation (afib) with incomplete left bundle branch block. Amiodarone (amio) was administrated and follow up electrocardiogram (EKG) showed normal sinus rhythm.